Event description:
It was reported that this pacemaker system was explanted due to high out of range impedance measurements above 300 ohms for the right atrial (ra) lead and right ventricular (rv) lead. The system was exhibiting loss of capture and there was no sensing. The system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected event description.

Event description:
It was reported that this pacemaker system was explanted due to high out of range impedance measurements above 3000 ohms for the right atrial (ra) lead and right ventricular (rv) lead. The system was exhibiting loss of capture and there was no sensing, rv intrinsic amplitude was out of range. The system was successfully replaced. No additional adverse patient effects were reported.